Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to their condition and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable pulse generator (ipg) was functioning within normal parameters. There is no indication of device malfunction. The cardiologist reported the patient was developing left ventricular (lv) dysfunction due to constant pacing and requested the pacing mode be changed. It was noted the patient has a leaky valve and there has been discussion of replacing the tricuspid valve and the patients ejection fraction (ef) had dropped 29% via an echocardiogram. A company representative did complete the physician requested reprogramming. The device remains in use.